Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to go to the emergency room (ER) due to high blood glucose (bg) levels. The patient's blood glucose levels reached 550 mg/dl while wearing the pod longer than 48 hours on the leg. At the hospital the patient was treated with intravenous fluids, a urine sample obtained, manual injection was given, and a test was ran for preexisting congestive heart failure (no results reported at the time of the call) . The patient was at the hospital for a few hours until her bg levels returned to normal . The pod was removed and discarded.